Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: a (B)(6) pt suffered severe post operative pain, improved with time. This is noted to be a parietex product.